Event description:
It was reported that during a software upgrade, the device went into backup vvi mode when the wand slipped off the device during the upgrade. Thereafter, multiple attempts to restore the device were unsuccessful. The device is nearing eri and will be replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies could be found. The cause of the bvvi could not be determined. (B)(4).

Event description:
New information received indicated that during another interrogation, the device was in backup vvi mode. The device was explanted and replaced with no adverse consequences.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.